Event description:
It was reported that the ipg was tilted and was causing pain and postural stimulation. It was noted that some of the deep sutures also felt dehisced underneath the skin which could also be leading to some of the pain. The patient was prescribed with topical lidocaine. Additional information was received that the patient underwent a pocket revision procedure and the ipg remains implanted in the patients body. The patient was doing well postoperatively.

Event description:
It was reported that the ipg was tilted and was causing pain and postural stimulation. It was noted that some of the deep sutures also felt dehisced underneath the skin which could also be leading to some of the pain. The patient was prescribed with topical lidocaine.